Event description:
Healthcare professional reported that 28 days after xen®45 gts implantation in unknown eye, a bleb revision was performed. 22 days later, the patient was diagnosed with endophthalmitis. The device was removed 7 days later.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "bleb-related issues and endophthalmitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.